Event description:
It was reported that during a vt procedure while mapping the rmt thermocool catheter became wrapped around left ventricle chordae tendineae. The approach of the catheter and sheath was retrograding aortic. Attempts made to remove the catheter manually were as follows: reduced the magnetic field, advanced and retracted catheter using stx controls, manually pulled catheter back, maneuvered vectors in many directions, and advanced the sheath, which wouldn't reach the catheter tip. The catheter became loose when the magnets were disengaged and the sheath and catheter were simultaneously pulled back. There was no damage to the body structure and it was verified with echo that it was not stuck on any internal heart structures. The patient was doing well. The physician's opinion regarding the causality of incident was procedure-related.

Manufacturer narrative:
The concomitant products: carto 3 rmt model# m-5830-01, serial # (B)(4). Stockert 70 system model# m-5463-01, serial # unknown. Coolflow pump model# m-5491-02, serial # unknown, st. Jude sl1 sheath: model# unknown, lot # unknown, (no bwi product). Since the lot # was not provided by customer, the device history record (DHR) review could not perform. (B)(4).